Manufacturer narrative:
Event date: 2016. (B)(4). Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch mw5061590 that stent dislodgement inside patient occurred. The target lesion was located in the coronary artery. A 3.00mmx12mm synergy ii everolimus-eluting stent was advanced; however, the stent was released from the balloon prior to being deployed. The stent floated to the subclavian and was retrieved with a retrieval device. No further patient complications were reported.